Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube, migration of essure device') and pelvic pain ('lower back hips legs and pelvic area') in an adult female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("lower back hips legs and pelvic area"), back pain ("lower back hips legs and pelvic area"), arthralgia ("lower back hips legs and pelvic area") and adnexa uteri pain ("extreme stabbing pain in ovarian location"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy surgery). At the time of the report, the fallopian tube perforation, pelvic pain, pain in extremity, back pain, arthralgia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, fallopian tube perforation, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilaterally with occlusion of the fallopian; on (B)(6) 2013: essure device appear properly positioned and functional bilaterally with occlusion of the fallopian. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. New event" fallopian tube perforation " added. New lawyer and plaintiffs address added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower back hips legs and pelvic area') in a female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("lower back hips legs and pelvic area"), back pain ("lower back hips legs and pelvic area"), arthralgia ("lower back hips legs and pelvic area") and adnexa uteri pain ("extreme stabbing pain in ovarian location"). The patient was treated with surgery (hysterectomy surgery). At the time of the report, the pelvic pain, pain in extremity, back pain, arthralgia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilaterally with occlusion of the fallopian. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received- case become incident lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.